Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited high out of range pace impedance measurements. The out of range measurements were attributed to an intermittent lead to header connection. The device was also noted to have recorded an episode of oversensing of the atrial channel. The alert threshold was increased and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited high out of range pace impedance measurements. The out of range measurements were attributed to an intermittent lead to header connection. The device was also noted to have recorded an episode of oversensing of the atrial channel. The alert threshold was increased and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited high out of range pace impedance measurements. The out of range measurements were attributed to an intermittent lead to header connection. The alert threshold was increased and the device remains in service. No adverse patient effects were reported.